Event description:
A peritoneal dialysis (pd) patient's nurse reported during last nights treatment that the patient discovered a leak following her treatment. The patient stated that when she removed the set from the cycler, there was fluid inside the pump door. She also reported that she was draining very slowly during treatment. During follow up with the patient, she stated that she had discarded the set. During follow up, the pd nurse indicated that the patient's effluent remained clear. She did not have any signs of infection and no antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.